Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted for 'no pacing in the ventricle'. The physician also explanted a competitor's lead during the invasive procedure.